Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose (bg) level of 285 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the customer successfully loaded a new cartridge and would continue to use the pump for insulin therapy.